Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 158 mg/dl. Customer stated that the numbers started to run on the screen and buttons are not properly working on the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.